Event description:
It was reported that during a coronary stent procedure, the physician has advanced two wires and another manufacturer's stent down the lad diagonal. He started to inflate the balloon and realized he still had two wires down. While attempting to remove the wire that was protecting the diagonal, the wire became trapped between the stent and the vessel. While pulling back the wire fractured and a portion remained in the patient. Patient was not surgical candidate and no attempts were made at retrieval. The patient returned to the cath lab the following day and the wire was retrieved with a snare. Patient status is listed as "okay".